Event description:
The ge oec 9900 fluoroscopy system had increasing frequent issues with not booting correctly. System would intermittently not boot up.

Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction to a failing single board computer (sbc). The sbc and associated components were replaced per procedure. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.